Event description:
It was reported a filter did not appear to open completely following deployment via a left femoral approach. While attempting to remove the filter system and guidewire, the filter spontaneously opened in the iliac vein. Another filter was successfully placed without pt complications. This device remains implanted. Therefore, no failure analysis will be available. It was indicated continual flushing of the carrier system during the implant procedure was not performed. F/u revealed the filter appeared to move down along with the carrier system during withdrawal of the carrier system, indicating the filter may have been attached to the carrier system. It was also indicated the left femoral approach was chosen because thrombus was present in the right femoral vein. Co believes these factors may have contributed to this event. Co's directions for use state: "insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release. When percutaneous technique is employed, the right femoral vein is the most commonly chosen route of insertion...if thrombus is present in the femoral vein, iliac vein or inferior vena cava, the internal jugular vein should be the next choice for catheter insertion...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pulmonary embolism."